Event description:
Caller reported a false positive troponin (tni) results using the cardiac profiler kit. Pt came to the clinic complaining of shortness fo breath. An ECG was performed and was normal. Based on findings doctor did not feel that it was a cardiac event. Was determined to be anxiety related. Pt sample used for all initial and retests was collected at 4:25 on (B)(6) 2010 and all tests (initial and retests) with triage products were performed within 2 hours of sample collection. Reference ranges for normal pts were: ck-mb = <4.3, myo = <107, tni = <0.05, bnp = <100, ddim =<500. Tni abnormal range is greater than or equal to 0.05.

Manufacturer narrative:
Investigation pending.